Manufacturer narrative:
A review of the usage log source : studyd ata/(B)(6) 2022/system120011/{050acf6a-d5af-4b99-9c96-b75d57dbd5aa} confirmed a robot controller fault and eventual 217 scope loading fault occurred as the customer reported. A 500-30-1-300 fault indicates the robotic controller (500) fault having an idm following_error (300). The 300 error is defined as the error between the command and the reported position is greater than the higher limit. A review of similar complaint notes this to be a known issue that is associated with cases with torturous driving or when the scope experience buckling as was noted during the procedure. This issue is an inherent design limitation. Moreover, following errors on the idm output shafts will be fixed on 2.2.4 sw by retuning the direction reversal algorithm. The 217 fault indicate the user did not follow the instruction provided when the 500 fault was witness which requires the bronchoscope be reloaded and re-initialization sequence be repeated. A review of the device history record (DHR) for the system did not reveal any nonconforming issue that would relate to the reported incident. The incident will continue to be tracked in regular trend review meetings.

Event description:
It was reported that physician experienced error during a lingula first and only robot case. The case was converted and switch to manual scope. The patient experienced a pneumothorax. Patient received a stat x-rayand the pneumothorax was improving. No chest tube needed. Patient was fine and was released the same day.